Manufacturer narrative:
Analysis of this device is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a slight dent in the device case. Review of device memory revealed the device did not undergo any resets and no error codes were found. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy pacemaker (crt-p) a warning screen was observed during device testing. The message indicated memory corruption occurred that could not be corrected. This device was not implanted and a new device was successfully implanted. No adverse patient effects were reported.